Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the transmitter stopped working occurred. Data was evaluated and early sensor expiration was confirmed. The probable cause was determined to be transmitter stale stop command. No injury or medical intervention was reported.